Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted the caller in resetting the pump, after which the malfunction did not recur. The issue has been experienced thrice with the same pump serial number, leading cts to decide on replacing the pump, and further follow-up was initiated.